Manufacturer narrative:
B5 - per email on (B)(6) 2021, phaco-emulsification (cataract surgery) & iol implantation were performed. The problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.50/1.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens opacity (asc) and cataract. Cause of the event is reported as user error, surgeon touched lens during surgery. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.